Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue and excessive levels of chromium and cobalt in his blood. Update (B)(6) 2020: it was reported that "catastrophic failure and fracturing of right femoral stem trunnion and disassociation of the head ... Loose acetabular socket." " ... Significant amount of metallic debris ... Trunnion completely worn down to nearly a pencil point ... Stem removed with extractor, osteotomes and burr ... Acetabulum grossly loose .

Manufacturer narrative:
Reported event: an event disassociation involving a metal head was reported. The event was not confirmed. Methods & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: [...] B6/13/11 implant labels right hip: 55 trident psl ha cluster shell, 36/0 degrees x3 insert, 4.5 accolade tmzf stem, 36/+5 v40 lfit head. 5/6/19 op note: "right total hip revision arthroplasty" p/o diagnosis: " ... Catastrophic failure and fracturing of right femoral stem trunnion and disassociation of the head ... Loose acetabular socket." " ... Significant amount of metallic debris ... Trunnion completely worn down to nearly a pencil point ... Stem removed with extractor, osteotomes and burr ... Acetabulum grossly loose ..." Components revised to 66 titanium acetabulum ... 0 degree x3 liner. Restoration modular 20/155 stem, 29/30 cone body, 36/-5 biolox head. Uncomplicated surgery. No clinical or pmh, no patient demographics, no primary tha op report, no imaging studies, no laboratory or pathology reports, no examination of explanted components. Based upon the information available for review, no confirmation of the event description or preparation of a medical report is possible for this case. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.